Manufacturer narrative:
The customer returned the package which consisted of the box (folding carton), labels (incomplete sheet) and the lens insert/case assembly. The lens insert/case assembly as inspected and no defects were detected. Lens was not returned. The complaint issue reported was not verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted, give date: not applicable as lens was not used. If explanted, give date: not applicable as lens was not used. (B)(6). Completed by manufacturer. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the packaging of an intraocular lens, model za9003, had a folded issue and therefore sterility was compromised. The surgeon used another lens. No further information was provided.